Event description:
It was reported that the stent fractured and stretched. A 6x120, 75 cm eluvia drug-eluting vascular stent system was previously placed on (B)(6) 2018 in the superficial femoral artery. During a routine follow-up, it was noted that the patient had stenosis above where the eluvia stent was located in the patient. No stenosis was noted in the stent, but a stent fracture was noted. On (B)(6) 2019 the physician dilated the stenosis above the stent with a ranger balloon. The eluvia stent was also dilated. No additional stents were needed to be placed over the fracture. The physician thinks that the cause of the fracture could have been due to stretching the stent to treat two lesions during the initial deployment. There were no patient complications.